Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the motor did run but the rotations per minute (rpm's) were irregular. It was further determined that the thermistor / hand control failed. The assignable root cause was determined to be worn components due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the motor device was not working. There was no patient involvement in the reported event. It was reported that there was no delay due to the event as an identical spare device was available for use. No patient or user injury was reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.